Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having bolus delivery issue. Customer's blood glucose was 209 mg/dl. Customer stated had blood glucose previous night was 64 mg/dl then 209 mg/dl. Customer stated when she bolus it would say none and when she pushes act button then it will start counting up like it is giving insulin. Provided assistance. Problem was fixed. No further information provided.